Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. The specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. There was no fault found with the camera's image when the cable and the connector were moved and manipulated. The camera was in good external condition and passed the water leakage test. When connected to the visera elite video system center (otv-s190), the device passed all tests in accordance with the original equipment manufacturing service manual. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head produced no image. This occurred during preparation for use. The procedure was completed using a similar device and no medical intervention was required as a result of the event. There was no patient harm or clinical impact.